Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recall does not apply. Notification does not apply. Z-0497-2013 does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 399.9 mcg/day via an implantable pump by flex dosing for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump experienced a motor stall. An active motor stall was seen at initial interrogation. The pump began to alarm on (B)(6) 2017 and the patient came to the facility the same day. According to the hcp, the motor stalled at 1100 on (B)(6) 2017. The patient had not recently had an MRI. The patient was experiencing increased tone, typical withdrawal symptoms and was itchy. The pump was replaced on (B)(6) 2017 and was returned to the manufacturer for analysis. The pump's eri was at 12 months. No further complications were reported. A manufacturer represntative further reported on (B)(6) 2017 that the patient's weight at the time of the event was unknown. Regarding the motor stall and symptoms of typical withdrawal, increased tone, and itching, it was noted that the patient had their pump replaced and had recovered without issue. The physician who reported the event initially to the company representative was confirmed/clarified.